Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging an unspecified error message with the subject meter. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement products were sent to the patient.